Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and a delivery system size was not reported. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 14mm amplatzer septal occluder was chosen for implant using an unknown size delivery system. During procedure, the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 14mm amplatzer septal occluder was chosen and successfully implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. Patient had no reported complications. Patient was reported stable.